Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received sections date received by MFR, type of reports, if follow up, what type?, device evaluated by manufacturer?, evaluation codes and additional MFR narrative have been updated accordingly. Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed that the previous repair was torn, confirming the reported event.¿ additionally, visual evidence provided revealed yellowing and degradation of the driveline cable. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an internal investigation to evaluate driveline sheath damages. Based on the investigation conducted by the manufacturer, the most likely root cause of the driveline sheath damage is exposure to uv light.¿ heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the silicone tape was torn on the previous driveline repair in two areas.¿ one was close to the connector and the other was close to the exit site.¿ a new partial driveline repair was performed.¿ no patient complications have been reported as a result of this event.